Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm or occlusion - unknown timing not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the customer had high blood glucose and diabetes ketoacidosis due to insulin flow blocked alarm. The blood glucose at the time of the incident was 500 mg/dl. The customer declined troubleshooting for it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information related insulin pump use has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was wearing the insulin pump within 48 hours of the incident.